Event description:
During a cryoablation procedure, the flexcath steerable sheath (catheter introducer) allowed air to be aspirated into the sheath through the side port. The sheath was replaced by another flexcath steerable sheath of the same lot, and the same problem was noticed. The cryoablation procedure was completed and no adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.